Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a dual chamber pacemaker, the physician also attempted to implant a right ventricular (rv) lead. The rv lead was fixed to the high, middle and low septum of right ventricle, at the apex and outflow tract but the threshold was high and sensing was low. The rv lead was replaced and the parameters were ideal and the procedure was successful. No patient complications have been reported as a result of this event.